Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired a broken wire in the high voltage cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system displayed a "temp sensor failed" error message. There was no report of pt injury.